Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal/heavy bleeding") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's past medical history included hyperactivity and urinary tract infection. Concurrent conditions included sciatica, arthralgia, displacement of lumbar intervertebral disc without myelopathy, endometriosis and breast tenderness. Concomitant products included citalopram, estradiol since 2009, etodolac, eugynon (levora), hydrocortisone from 2008 to 2009, lorazepam, morphine, oxycodone since 2009, tramadol and zolpidem tartrate (ambien). In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe/abnormal menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("lower abdominal pain"), back pain ("increased back pain"), dyspareunia ("difficulty having intercourse"), depression ("depression"), attention deficit/hyperactivity disorder ("attention deficit disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal"), fatigue ("fatigue") and anxiety ("anxiety"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2007, the patient experienced weight increased ("weight gain"). In 2008, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("yeast "vaginitis""). On (B)(6) 2009, the patient experienced menopausal symptoms ("primary menopausal symptoms") and atrophic vulvovaginitis ("vaginal atrophy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), abdominal distension ("bloating"), alopecia ("hair loss") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, abdominal distension, depression, attention deficit/hyperactivity disorder, vaginal haemorrhage, fatigue, alopecia, migraine, headache, anxiety and vaginal discharge had resolved, the genital haemorrhage, abdominal pain lower, abdominal pain, weight increased, vulvovaginal mycotic infection, menopausal symptoms, atrophic vulvovaginitis and uterine pain outcome was unknown and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, atrophic vulvovaginitis, attention deficit/hyperactivity disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: told tubes were successfully blocked on (B)(6) 2008 patient had MRI of spine resulted in no evidence of recurrent disk protrusion at l5-s1, status post microdiskectomy and left hemilaminectomy. A small amount of epidural fibrosis is seen surrounding the exiting left. S1 nerve root adjacent to the thecal sac. Anterior disk protrusion at l5-s1 with mild inflammation of the anterior longitudinal ligament, likely of no clinical concern. A large anulus fibrosis tear at l4-l5 with a very small, shallow, posterior central disk protrusion which causes slight central canal stenosis. Incidentally noted on the scout images is a homogeneous-appearing soft tissue mass measuring at least 5.2 x 4.0 cm within the left adnexa. I suspect this is a large exophytic fibroid and a pelvic ultrasound should be performed to confirm this finding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal/heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe/abnormal menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("increased back pain"), dyspareunia ("difficulty having intercourse"), abdominal distension ("bloating"), depression ("depression") and attention deficit/hyperactivity disorder ("attention deficit disorder"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, abdominal distension, depression and attention deficit/hyperactivity disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, attention deficit/hyperactivity disorder, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: no results provided: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal/heavy bleeding") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube." The patient's past medical history included hyperactivity and urinary tract infection. Concurrent conditions included sciatica, arthralgia, displacement of lumbar intervertebral disc without myelopathy, endometriosis and breast tenderness. Concomitant products included citalopram, estradiol since 2009, etodolac, eugynon (levora), hydrocortisone from 2008 to 2009, lorazepam, morphine, oxycodone since 2009, tramadol and zolpidem tartrate (ambien). In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe/abnormal menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("lower abdominal pain"), back pain ("increased back pain"), dyspareunia ("difficulty having intercourse"), depression ("depression"), attention deficit/hyperactivity disorder ("attention deficit disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal"), fatigue ("fatigue") and anxiety ("anxiety"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2007, the patient experienced weight increased ("weight gain"). In 2008, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("yeast viginitis"). On (B)(6) 2009, the patient experienced menopausal symptoms ("primary menopausal symptoms") and atrophic vulvovaginitis ("vaginal atrophy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), abdominal distension ("bloating"), alopecia ("hair loss") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on 2-feb-2009. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, abdominal distension, depression, attention deficit/hyperactivity disorder, vaginal haemorrhage, fatigue, alopecia, migraine, headache, anxiety and vaginal discharge had resolved, the genital haemorrhage, abdominal pain lower, abdominal pain, weight increased, vulvovaginal mycotic infection, menopausal symptoms, atrophic vulvovaginitis and uterine pain outcome was unknown and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, atrophic vulvovaginitis, attention deficit/hyperactivity disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: told tubes were successfully blocked on (B)(6) 2008 patient had MRI of spine resulted in 1. No evidence of recurrent disk protrusion at l5-s1, status post microdiskectomy and left hemilaminectomy. A small amount of epidural fibrosis is seen surrounding the exiting left. S1 nerve root adjacent to the thecal sac. 2. Anterior disk protrusion at l5-s1 with mild inflammation of the anterior longitudinal ligament, likely of no clinical concern. 3. A large anulus fibrosis tear at l4-l5 with a very small, shallow, posterior central disk protrusion which causes slight central canal stenosis. 4. Incidentally noted on the scout images is a homogeneous-appearing soft tissue mass measuring at least 5.2 x 4.0 cm within the left adnexa. I suspect this is a large exophytic fibroid and a pelvic ultrasound should be performed to confirm this finding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient concomitant condition added, lab data added, concomitant drug added,events added as followes:- vaginal haemorrhage, device ineffectuve, fatigue, alopecia, migraine, headache, anxiety,headache, anxiety, vaginal discharge, weight increased, vulvovaginal mycotic infection, menopausal symptoms, atrophic vulvovaginitis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.